Event description:
The customer reported that the dilution cup overflowed and the probe dripped into the reagent vials on board the ortho provue analyzer resulting in reagent hemolysis. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer indicated that the tech had emptied the waste container; however they failed to attach the waste tubing. The customer indicated that all caps/connectors were reseated, a new set of reagents were placed on the instrument and all testing was repeated with acceptable results. The customer indicated that no error messages were posted. No erroneous results were reported. An ocd field engineer arrived at the site and verified that the probe, tubing, and waste bottle connections were secured. The bottle connections were replaced due to worn parts. Qc was acceptable. Repairs have returned this instrument to expected operation. User error could not be ruled out as a contributing factor. This customer has not logged any complaints against this analyzer since this incident. (B) (4).